Event description:
It was reported while using bd bbl¿ trypticase¿ soy broth, a tube had biological contamination. There was no report of patient impact.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). Investigation summary: the batch history record review for batch 2272714 was satisfactory per internal procedures. Formulation, filling, torquing, and autoclaving processes were within specifications. In process checks were performed at the designated intervals. Those checks confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. As part of the release criteria for this product, the bhr was reviewed to confirm the following: the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. All autoclave parameters conformed to the validated cycle parameters for this product. The minimum f0 for this product was met. The complaint history was reviewed and there is one other contamination complaint on batch 2271714. Retention samples were not available for inspection. There were three (3) photos received to assist in the investigation of batch 2272714. Two photos show two slightly hazy tubes, one with labeled batch 2272714. The tube caps were wrapped in parafilm. One photo shows the labeled portion of the tubes with batch 2272714 displayed. Two (2) tubes batch 2272714 were returned in a bag with bubble wrap in a box with returns for three (3) other complaints, with the caps wrapped in parafilm. The tubes were trace hazy and incubated at 35 degrees celsius for 21 days. At 21 days, the incubated returned tubes showed no growth. This complaint cannot be confirmed for appearance based on the photos of hazy media and returned tubes of trace hazy media. The coa for this product, the broth appearance is light yellow to medium tan yellow, clear to trace hazy. This is consistent with the photos and returns received. There was no growth after 21 days incubation bd will continue to trend complaints for contamination. This MDR is being submitted as part of a retrospective review of records dating april 2023-2025, under CAPA 11910483.